Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuses need to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed a communication error and would not boot up. No pt injury was reported.